Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suddenly stopped responding to sounds with the device. There is no reported history of an accident or trauma and no changes in health. Re-implantation is planned.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly stopped responding to sounds with the device. There is no reported history of an accident or trauma and no changes in health. The recipient has been re-implanted.